Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called for help setting up replacement equipment. Agent walked pt through the steps. Pt needed to charge ins and was able to start the session during call seeing excellent. Pt may call back for additional help in the settings.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient product ID: neu_ptm_prog, lot#serial#: unknown, product type: programmer, patient product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient product ID: 97745bp, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller was plugged in and charging and was knocked off the table, fell to the floor and now would only light up when plugged into the wall. Removed battery pack several times with no change. Would request replacement controller. Patient was in a lot of pain because the controller was not able to charge their implanted neurostimulator (ins). Controller fell to the ground and was black when powered on. Patient called back asking how they could get tracking number for the package as they really needed the controller for their neuropathy and to have surgery on their broken ankle. Agent reviewed fedex shipping information and that patient could call back for tracking number tomorrow if needed. Patient called back for tracking number, agent provided number and reviewed package was out for delivery. Pt called back and said they got the new controller but said when they put bp in and have it plugged into ac power, the screen is on but if they unplug it the screen goes blank. Advised that pt charge controller fully, then unplug and try to use rtm, and to call pats back if any issues. Patient called back and stated that they had call few minutes ago but the previous agent kept on interrupting them. Patient mentioned that they are were told to charge the controller and after an hour they unplug the controller from the wall charger and the controller goes blank. Patient also stated that when they tried to plug it in to the wall again and they confirmed seeing a plugged in symbol and their implant battery, the controller battery percentage or icon does not show. Agent asked the patient to remove the battery and clean the pins on the battery and controller compartment and re-insert the battery. Patient plug the controller to the ac power supply again but getting the same problem. The issue was not resolved. A request was sent to repair for battery replacement. Patient called back and confirmed that they received the replacement controller and the battery pack but when they were charging the controller, the controller was not letting them see the battery levels. Patient added that the controller was also not finding the device. Agent asked the patient if they've already paired the replacement controller to their implant and patient said, no. Agent had patient unplug the controller from the ac power and attempted to do the pairing. Patient saw the no device found, and agent instructed the patient to connect the recharging paddle however, patient saw low battery. Agent advised the patient to let the controller fully-charge first, agent also informed the caller about the pairing instructions inside the package when they received the controller but patient stated they're in the hospital. Patient will let the controller charge and will callback for assistance. Additional information was received from the patient. The patient (pt) stated that the controller connected with recharger (rtm) attached but not without. A request was sent to repair to replace the controller. The patient also stated that they did not feel stimulation like they used to. Right now, implantable neurostimulator (ins) had been off and pt noticed no difference. Pt described normally when pt rolled over or lay on it pt would feel the vibration or if stim was turned off or ins was dead and pt would turn stim back on pt would feel the initial vibration. Pt said healthcare provider (hcp) should have done the back surgery first before inserting the scs implant, pt did not think the implant worked for a week or two.